Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the charge nurse called. Night shift stated that they swapped out arctic sun devices last night and could not seem to get this device running for normothermia. Device currently not active in therapy. Had them initiate start. Device alarmed 14 (patient temperature 1 probe out of range). Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running so did not stop therapy before calling in sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the charge nurse called. Night shift stated that they swapped out arctic sun devices last night and could not seem to get this device running for normothermia. Device currently not active in therapy. Had them initiate start. Device alarmed 14 (patient temperature 1 probe out of range). Plugged up probe and verified patient temperature (pt) registering. Patient temperature (pt) was 92.3f, targeted temperature (tt) was 37c rewarm rate 0.9f/hr. Restarted therapy and water temperature (wt) was 70f and rising. Advised to let the device run for the next hour or two and monitor. Call back if patient temperature (pt) was not increasing or they receive any alerts or alarms. Explained they could trouble shoot accurately when therapy was running so did not stop therapy before calling in sn (B)(6).